Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are having a problem with their ins turning off. Patient stated they charge the battery and can feel it running, but then it turns off on its own for hours at a time and will sometimes start back up on its own as well. Patient said they don't feel it for a while and then it starts back up again and goes away and sometimes they have to do it all over again and turn it back on manually with the controller. Patient service specialist asked, patient said the controller says stimulation is off and they turned it on, but they found that very strange. Patient mentioned that when they move their neck, they usually feel the stimulation but noticed they no longer feel that from time to time and then realize stim turned off. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they had difficulties with their stimulation before, maybe a year ago and met with a rep back then, but that had resolved and now was acting up again as of about 2 weeks ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when asked the cause of the device turning on and off by itself, they reported that they didn't know and that no steps have been taken to resolve the issue, but they need their device.